Event description:
It was reported that no disposable pump won't run. Res vol 53.8 ml, rate is 2.4 ml/hr, given is 55.0 ml. Air bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: h3:device not returned.